Event description:
It was reported that after pre-dilatation was performed, a vision stent was implanted at 12atm. Ivus performed, and partial prolapse of lesion was found through the implanted stent strut. The thrombus suctioning catheter was operated again, the prolapsed lesion disappeared and the procedure was completed.